Event description:
It was reported that erosion was noted. The patient felt as though the device was working its way through the skin about an inch below her original incision (she believed it was the actual lead wire but wasn't %100 sure). The patient felt the 'square' implant and then felt a lump that first came about a few months ago, sometime during the summer. At that time it didn't bother her but was tender to the touch. It seemed to have gotten closer to the skin over time. Yesterday, the patient woke up and there was an actual little sore there. The patient had since made arrangements to meet with managing physician. The patient wanted to know how often this happens. It was also reported that gradually the patient's implant had made it to the surface of the skin. The patient's doctor takes position it's not her fault at all, even though doctor stated patient didn't have a lot of fat where they placed it and that patient was active and stated that her other patients are not and this could be the reason of the device coming to the surface of the skin. The patient could feel the sore and it was oozing. The patient was scheduled for surgery last friday. The patient didn't feel like it was her fault, this had come out as the doctor stated she put it in where there isn't enough fat in an area where patient is thin. The patient stated, doctor knew patient didn't have a lot of fat on hip and should have placed deeper and doctor did know she was active. The patient wanted to know whether the device could be anchored down. The patient felt something sharp at first however, doctor stated, it was the battery. The patient felt a nodule there. The patient was getting good therapy and it works. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va04wp5, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va04wp5, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6), 2014 was noted. If additional information is received, a follow up report will be sent.